Event description:
During a remote follow-up, varying pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.